Event description:
The front hood panel of the m2000sp instrument has adhesive on the double-coated tape that was not strong enough to hold the window in place. Five internal instances have been documented. Additionally, five customer observations of the hood front window falling off have been documented. None of these individual instances have resulted in a medical device report (form 3500a). However, abbott molecular (am) took a field action in 2008. Thus abbott molecular is filing this MDR due to this situation's malfunction and abbott molecular's field correction.

Manufacturer narrative:
Abbott molecular has identified a replacement tape to secure the front hood panel. A customer letter has been issued informing the customers that have a hood on their m2000sp system that a service call will be scheduled. If the customer suspects that the front hood panel is loose, then the m2000sp instrument is not to be used until the service visit is complete. Additional model #: 9k14-02.